Event description:
It was reported that this patient was admitted due to a pericardial effusion as a result of a perforation of the heart wall. This right atrial (ra) lead was successfully repositioned. It was noted that it was unable to be determined which of the two implanted leads caused the perforation so both were repositioned. No additional adverse patient effects were reported.